Event description:
A competitor reported that the patient had been experiencing symptoms of pacemaker syndrome and that there was lead noise on an atrial-only designated lead, but which was reported by the competitor to be the ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).